Event description:
It was reported the pt had a fall and subsequently lost stimulation from the scs system. The sjm rep met with the pt to reprogram but was unable to restore stimulation. Subsequently, x-rays revealed the lead had migrated to the tissue around the spine. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.